Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va03e59, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's system was explanted on (B)(6) 2016 due to a staph infection. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va03e59, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead.

Event description:
The patient reported that they developed a "staff" infection in their head in (B)(6) 2016, so the system was explanted as a result. It was stated that the patient had been having other problems with trigeminal neuralgia as of (B)(6) 2015 and 2016, and have had about 6 surgeries no their head which they are tired of. The healthcare provider (hcp) told the patient they could put the system back in, but the patient declined due to their trigeminal neuralgia. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.